Manufacturer narrative:
Further information was requested but no information was received.

Event description:
It was reported that the patient atrial lead exhibited noise episodes. The intervention and patient's condition were unknown.